Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that sometimes there are issues with the drip chamber collapsing.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the drip chamber is sometimes callopsing and returned a photo of the issue. The issue is reported on material 2420-0007, alaris primary tubing, and no lot number was reported. The photo does show a tubing from a propofol bottle. The photo unfortunately cannot confirm the leakage, without a physical sample for investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.